Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-aug-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, for sterilization (lot number d14832, expiration date in oct-2017). Physician mentioned that patient called and complained of rash and pelvic pain. Rash did not go away. Patient was scheduled to have a removal. She received prednisone/steroids for the rash. Follow-up from 14-sep-2016: no new information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a rash. She was scheduled to have essure removed. This event is listed in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure may have an allergic reaction to the micro-insert. Some patients may develop an allergy to nickel or other components of the micro-insert following placement. Rash is among the typical allergic symptoms reported for this device. Given the nature of the event rash and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: final report: no further information was provided despite follow up attempts. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a rash. She was scheduled to have essure removed. This event is listed in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure may have an allergic reaction to the micro-insert. Some patients may develop an allergy to nickel or other components of the micro-insert following placement. Rash is among the typical allergic symptoms reported for this device. Given the nature of the event rash and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. A review of the manufacturing batch record confirmed that the product met all release requirements. A product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-sep-2016: ptc global number: (B)(4). Lot number: d14832. No sample available for this investigation. We conducted a review of the manufacturing batch received and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had a rash. She was scheduled to have essure removed. This event is listed in the reference safety information for essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure may have an allergic reaction to the micro-insert. Some patients may develop an allergy to nickel or other components of the micro-insert following placement. Rash is among the typical allergic symptoms reported for this device. Given the nature of the event rash and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal will be required. A review of the manufacturing batch record confirmed that the product met all release requirements. A product quality defect could not be confirmed but is considered plausible. Further information has been requested.